Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high short ventricular intervals. The patient's medication was adjusted and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: 3830 lead implanted (B)(6) 2007; 0181 lead implanted (B)(6) 2007, product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that interference was noted on the device which coincided with the time the patient played in a rock band around amp lifiers. The device remains in use.